Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was discomfort at the implantable neurostimulator (ins) pocket and ¿nerve-like¿ pain radiating down the leg. They suspected this could have been causing restless leg at night. The implanting physician moved away from the area and was unavailable for post-op follow up. The patient reported the discomfort to the local urologist, 4 months post op. The physician noted the ins appeared superficial. Stimulation was turned off for a 2-week period to determine if the discomfort was stimulation dependent. The pain at the pocket and down the leg persisted, regardless of the stimulation. The physician recommended a pocket revision to reposition the implanted device. The pocket revision was performed and the ins was repositioned deep and inferior to original placement. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.